Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm after changing new battery five times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged battery charge lasting less than expected and failed battery alarms after battery installation found on (B)(6) 2022. The pump passed the sleep current measurement, active current measurement, and displacement test however, there was no vibrate during the self test. Successfully downloaded the trace/history files using thus. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals starting around (B)(6) 2021 the pump started alerting low battery every 3-5 days and the power management graph also indicates faster than normal (seven to ten days) battery depletion. The pump was cut open for a visual inspection. Moisture damage (battery leakage) was found on the inside of the battery compartment, on the bottom of the battery tube, and on the vibrate harness assembly, battery charge lasting less than expected and no vibrate during the self test is due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, broken belt clip rails, and pillowing keypad overlay. Battery charge lasting less than expected , failed battery alarms after battery installation, and no vibrate during the self test are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.